Event description:
Reporting status: serious injury; medical intervention. Reporting rationale: restenois trated with an additional procedure. (Angioplasty). Device issue: no device issue reported. It was reported that the pixel was implanted in 2005. Three months later, there was a target lesion revascularization (tlr). There were no symptoms or signs apparent; however, angioplasty was performed. This case appears to be in-stent restensosis (isr). No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.